Event description:
The device was being used for routine pt monitoring. Reportedly, the device power had spontaneously shut off, and must have been off for at least 1 minute. The operator powered the device back on. The device then functioned properly. The pt was delivered to the hosp without further incident.